Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: solder joint on the upper connector of the manifold unit has come loose. Based on the results of the investigation, it is likely the low pressure was due to manifold unit failure. However, a definitive root cause could not be established a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflator was not working properly during setup/inspection prior to clinical use. The onsite inspection identified that peritoneum pressure was low and would not go upper than 5-6mmhg. There was no patient involvement.